Manufacturer narrative:
The device was returned to the resmed technical services in bremen, (B)(4). The device is currently being returned to the mfg facility located in (B)(4) for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
(B)(4).

Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device by the design house in (B)(4). The investigation confirmed that the astral device restarted due to a depleted battery. There was no fault found on the returned device. Resmed risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported for this incident. Resmed reference #: (B)(4).